Event description:
Further follow up with the neurologist confirmed that the patient's ER admission was not to preclude a serious injury or death. The physician also assessed that the vns stimulation is what was causing the patient's headaches. Device diagnostics and settings were requested; however, they were not provided. No other relevant information has been received to date.

Event description:
It was reported that the patient has been experiencing migraines, so the normal, magnet, and autostimulation mode settings were reduced. The patient was also prescribed migraine medication. However, the patient still had migraines so she was admitted to the ER. In the ER autostimulation was disabled. At the time of the report the epileptologist is unsure if headaches are due to seizure activity or if they are caused by autostimulation. No additional relevant information has been received to date.